Event description:
A consumer reported experiencing an infection, eye pain, tearing and vision loss after wearing a contact lens in the right eye. The consumer reported history of contact lenses wear for over 20 years and has used different brand. The consumer informed following hand hygiene and disinfectant solution. The consumer sought treatment with medical doctor, and was treated with ¿injections into cornea, eye drops, antibiotics, further eye drops for pupil dilation, steroids, and anti-inflammatory.¿ additionally, took oral medication to alleviate eye pain. Additional information was requested for this event. Upon follow up the consumer informed of a corneal ulcer / endophthalmitis per laboratory guide that included collection of corneal secretion. The consumer informed having an ultrasound of the eye that showed ¿phakic, diameter 25.7 mm regular macular area, evident papillary excavation, high mobility and low reflectivity membranous echoes suggestive of posterior total vitreous detachment, condensed point echoes of low reflectivity and high mobility suggestive of an inflammatory/hemorrhagic process.¿ eye ointment was prescribed and was registered by a doctor a for a cornea transplant. The consumer¿s condition is ongoing at the time of the report. Additional information has been requested but not yet received at the time of this report. This is the second product event associated with this report.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Follow-up information received on 06may2022 states that the patient had corneal scar and she wanted a special lens to cover the event.